Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead could not be removed from the header during a replacement procedure. It was reported that when the physician pulled on the lead, the terminal pin remained in the header and there was only one conductor connecting the lead body to the terminal pin. As a result the patient was aystolic for ~5 seconds, until the physician rejoined the lead to the terminal pin. A new rv lead was successfully implanted and this lead was surgically abandoned. No additional adverse patient effects were reported.